Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. Visual and mechanical inspection of the handle of the articulating arm found that it was locked up. The lot number indicates this component was over four years old. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacturing date is unavailable. On 06/04/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement device shipped to site 06/04/2015. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported a navigation system articulating arm that would not tighten properly, the center mechanism does not lock. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device lot number, or serial number corrected.device manufacturing date now provided.